Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6).

Event description:
The initial reporter received a questionable elecsys cortisol ii (cortisol ii) assay result for one patient sample tested on the cobas e 411 analyzer (rack system). The initial result was <1.5 nmol/l. The repeat result was 66 nmol/l. The repeat result was deemed correct.